Manufacturer narrative:
The ge service rep replaced the surge suppressor. The system power sensing alarm was on. The rep discovered the isolation transformer was tapped incorrectly. He changed taps to correct settings. The system operates as intended.

Event description:
The customer reported that the system will not boot up.